Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced elevated ldh levels, high power alarms, and hematuria. The patient received treatment for suspected thrombus and pump parameters normalized, however, nine days after the patient experienced a hemorrhagic conversion and platelets were administered. It was last reported that the patient was discharged from the hospital on (B)(6) 2014. The device ((B)(4)) was not returned to the manufacturer for evaluation as it remained implanted; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and multiple high watt alarms. A possible root cause for the reported high power event may be attributed to thrombus formation/ingestion within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately thirty five weeks after hvad implantation, this patient was hospitalized for evaluation of increase flow and power. The vad coordinator also reported elevated ldh, hematuria, high power alarms and abnormal pump sounds with auscultation. The patient was treated with heparin and integrilin and pump parameters started to normalize, ldh was trending down and renal function was improving. Approximately nine days after admit, the patient began to complain of blurry vision and migraine. A head CT revealed a hemorrhagic conversion in the occipital region. The heparin was discontinued and platelets were transfused. The patient is conscious and remains hospitalized. The device will not be returned to heartware for evaluation as it remains implanted. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.